Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: ai translation: would like to inform you of a quality defect that occurred on (B)(6) 2025 on the following device: product: extraction bag, ref: (B)(4), batch: 1538689, expiration date: 12/11/2027. Description of the issue: when extracting the bag containing the surgical device, the two metal bars were detached from the pusher and still attached to the extraction bag, see photos. Consequences: risk of digestive perforation. The device in question has not been retained. Additional information received from an applied medical representative via email on 21jul2025: pcf was submitted by tm. New information was updated including intervention and procedure name. Intervention: replace by an other one. Patient status: no patient injury or illness was reported.

Event description:
Procedure performed: cholecystectomy event description: ai translation: would like to inform you of a quality defect that occurred on 27/06/2025 on the following device: product: extraction bag. Ref: cd003. Batch: 1538689. Expiration date: 12/11/2027. Description of the issue: when extracting the bag containing the surgical device, the two metal bars were detached from the pusher and still attached to the extraction bag, see photos. Consequences: risk of digestive perforation. The device in question has not been retained. Additional information received from an applied medical representative via email on 21jul25: pcf was submitted by tm. New information was updated including intervention and procedure name. Additional information received from an applied medical representative via email on 30jul25: no information if the support detach from the introducer and remain inside the balloon. At the beginning of device use the support detached. The white cap did not detach from the device. The white cap did not fall into the patient. Additional information received from an applied medical representative via email on 27aug25: the account had problems with the cd003 one time at the beginning of the year. Surgeon uses them for this procedure. No recent changes for this using this bag. The actuator was fully retracted. No leaks. Type of intervention: replace by another one. Patient status: patient is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided. Through visual inspection of the provided photos, the customer experience was confirmed as the supports were separated from the actuator. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. G2. Corrected report source.